Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensor and found sensor one of two sensors broken part is missing. Unable to confirm customer received sensor damage due to customer returned opened/used. Found needle separated from sensor base. Unable to confirm customer received sensor in said condition due to customer return sensor opened/used. Checked introducer needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications.

Event description:
Customer reported via phone call that the serter had damaged the sensor. Customer's blood glucose was 110 mg/dl. Customer mentioned the serter would not release the sensor properly. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.